Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the master tool manipulator (mtm) to resolve the issue. Isi did receive the mtm involved with this complaint to perform failure analysis. The fa reviewed the recorded error logs and found 23062 (eevt_dafd3_mvt_err).system was power cycled and restarted with no faults. Failure was verified through recorded logs but not on site. Performed a visual inspection and found no problem related to reported issue. Installed on an internal equipment, fixture, or tool (eft) system and was unable to replicate reported issue during system testing. The advanced failure analysis could not replicate the data acquisition & fault detection module (dafd) error was not replicated however will replace platform motor proactively. The probable root cause cannot be determined based on the information provided and failure analysis results. No system issues was identified. The reported event was not confirmed by failure analysis as the failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the logs showed console two with the error and it would not recover. The site powered off console two breaker and powered back on with only one console connected and was able to resume in the case. The procedure was completing as planned with no reported injury.